Manufacturer narrative:
Occupation: health professional (hpro) patient code (B)(6) ( surgical intervention required ) . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, in the stomach to make the pouch, the doctor claimed that clamp line bled out of ordinary. It was also mentioned that it was necessary to carry out a thread-suture and to use monopolar energy to contain the bleeding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.